Event description:
It was reported that insulin was exiting the tubing sooner than expected during the load fill tubing sequence. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer successfully completed the load sequence and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.